Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device reported that the device emitted beeping tones. Upon device interrogation, the device displayed a fault code, indicating voltage too low for remaining projected capacity. Technical services was consulted and recommended device replacement, including device evaluation. A revision procedure was performed and the device was explanted and replaced. No adverse patient effects were reported during the procedure. The device was reported to have been discarded and was not expected to be returned for analysis.